Event description:
During hip revision surgery, physician using drill to drill down shaft of femur before reaming implant and approx 1.5 in long piece of drill bit broke off end of bit-second occurrence of drill bit breaking in same spot-first incident (B)(6) 2019; both cases the broken piece of drill bit was retrieved from pt with no pt harm-extended surgery approx 15 mins. Broken drill bit returned to vendor rep from millenium surgical to f/u. Vendor - millenium surgical. FDA safety report ID# (B)(4).